Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for out of range impedance measurements in the atrial lead. There was also noise observed that resulted in oversensing. Boston scientific technical services (ts) discussed this could be indicative of a lead issue. The health care professional (hcp) stated this potential issue will be addressed when they perform a device changeout since it is close to reach elective replacement indicator (eri). No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for out of range impedance measurements in the atrial lead. There was also noise observed that resulted in oversensing. Boston scientific technical services (ts) discussed this could be indicative of a lead issue. The health care professional (hcp) stated this potential issue will be addressed when they perform a device changeout since it is close to reach elective replacement indicator (eri). No adverse patient effects were reported. Additional information was received that this device was explanted due to having reached elective replacement indicator (eri) for normal battery depletion (nbd).

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for out of range impedance measurements in the atrial lead. There was also noise observed that resulted in oversensing. Boston scientific technical services (ts) discussed this could be indicative of a lead issue. The health care professional (hcp) stated this potential issue will be addressed when they perform a device changeout since it is close to reach elective replacement indicator (eri). No adverse patient effects were reported. Additional information was received that this device was explanted due to having reached elective replacement indicator (eri) for normal battery depletion (nbd). This device has been received for analysis.